Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Analysis was unable to verify button error alarm due to blank display. The insulin pump had corroded motor. The insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 158 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.